Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the cgm on his omnipod insulin pump was ¿not giving accurate numbers for his blood glucose levels¿. The patient's cgm was reading 200 mg/dl and the bg meter was reading high mg/dl. This led to the patient being hospitalized with dka. The patient feeling ¿unwell¿ and ¿didn¿t feel right¿, however, no specific physical symptoms were reported. The patient was treated with IV insulin and IV fluids. It was not specified how long the patient was hospitalized prior to being discharged. The patient reported having gained weight at the time of report and is now seeing his endocrinologist more frequently for better diabetes control. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.